Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the outer insulation of the lead was extrinsically breached due to pulling/stretching/overstress. The inner insulation of the lead was extrinsically breached due to pulling/str etching/overstress. Visual analysis of the lead indicated damage at implant. The analyst noted that the lead was returned stretched. Visual inspection found that the outer insulation breached, and that allow blood ingress on the proximal conductor. The inner insulation was pulled apart, and that caused both conductors touching together. Insulation breach is contributed to the electrical complaints, caused at implant. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead implant failed because the rv lead exhibited undersensing and no sensing of r-waves. The physician stated that they may have stretched the lead when attempting to implant the lead due to resistance that was felt while passing the lead through the sheath. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.